Event description:
It was reported to baxter (B)(4) that an infusor lv 10 device was leaking before use. The device had been filled with 13.5 grams tazocin in 230 milliliters normal saline when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Batch review determined that no nonconformance reports were opened during manufacturing of this device. Trend review determined that similar reports have been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.